Event description:
It was reported that during a da Vinci-assisted surgical procedure that the surgeon was intermittently unable to fire energy from the Surgeon Side Console. Since the customer had previously reported an issue with the energy foot pedals, The Intuitive Surgical, Inc. Technical Support Engineer (TSE) asked the customer to disconnect the foot pedals Integrated ElectroSurgical Unit (IESU) generator, which had been done already. The customer did not test the IESU, so it was unknown if the issue had been resolved. The customer decided to use a third-party generator to complete the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. FSE replaced the Integrated ElectroSurgical Unit (IESU) to correct the problem. The system was tested and verified as ready for use. ISI has not received the IESU for evaluation. A follow-up MDR will be submitted, if additional information is obtained.